Manufacturer narrative:
Our field service engineer investigated the anesthesia system on site. During the inspection, dirt was detected on the membranes in the patient cassette. The membranes were cleaned and the device passed system checkout and no abnormalities were found during ventilation on a test lung. The anesthesia system was cleared for clinical use. The most probable cause of the reported issues is that dirt, particles or dust from the co2 absorber had been stuck on the patient cassette membranes and preventing them from sealing properly.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the anesthesia system failed the leakage test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).